Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, and a missing back address /serial number label.

Event description:
It was reported that a button on the customer's insulin pump was not responding. No significant events leading up to the issue were recalled. Customer's blood glucose was 7.2 mmol/l. Nothing further reported.